Event description:
As the oxygenator was being primed prior to use, the priming fluid was observed to leak out of the bottom of the oxygenator and both gas ports. The involved unit was exhanged prior to use.